Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
The metal part of electrode tip felt off during surgery (not able to retrieve). The tip of the electrode remains in the patient. The procedure was completed with same like product.

Manufacturer narrative:
Six devices were received for this complaint. Four devices were unused and in their original packaging. One device was forwarded to the supplier for evaluation. Visual inspection confirms the active tip is missing from the distal assembly and the ceramic on the distal tip showed signs of activation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. The reason for this occurring is unknown from the evidence presented. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A second device was tested and damage to the tip could not be confirmed. A batch record review has been conducted for this lot of devices that were manufactured and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two similar and one dissimilar complaints for this batch number for this device. The observed complaint rate is well below the expected rate per the risk assessment. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The metal part of electrode tip felt off during surgery (not able to retrieve). The tip of the electrode remains in the patient. The procedure was completed with same like product.